Event description:
Customer reports while filling a vial using a chemo-aide dispensing pin, the chemotehrapeutic solution leaked from an unspecified area. No pt injury reported. No additional information is available at this time.